Manufacturer narrative:
The CPR stat-padz used during the reported event were returned to zoll medical corporation for evaluation. The CPR stat-padz were received in attached to the incorrect (uncoated) side of the styrene liner. During further testing by zoll pawtucket, it was determined that the electrodes left the factory on the correct side of the liner, but then the operator removed the CPR stat-padz from the original side of the liner and re-applied them to the incorrect side of the liner. The instructions for use for the CPR stat-padz state for preconnecting the electrodes: "do not open until ready for use, periodically inspect the electrode packaging for integrity and expiration date, attach electrodes connector to zoll multifunction cable connector, and open package by pulling apart at red arrow." The electrodes were scrapped after testing. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the electrode pads were damaged during removal from the packaging. Soon after the paramedics arrived and attached electrode pads to the patient to continue treatment. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report updates information based upon your request which differs from the initial medwatch report filed. Please reference sections d4 catalog # removed, d4 primary UDI # updated. Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation.